Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap sigmoid colectomy procedure, the stapler malfunctioned, creating the need to do a hand-sewn colorectal anastomosis. This changed the wound class and had the potential to increase the risk of infection. It also prolonged the surgery. The stapler reportedly was fired. Upon release, it was noted that none of the staples had fired whatsoever. The surgeon elected to extend the incision directly to the suprapubic location. Close visual examination of the stapler including 2 more test squeezes of the trigger did not release the staples. It was the third or fourth extracorporal squeeze that allowed the account to see approximately a third of the staples. It was noted that indeed there were staples in the load, it just had not fired for an unclear reason. The decision was made then to do a hand-sewn colorectal anastomosis. The patient is reportedly fine at this time. It was also reported that no tissue reinforcement was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one ta¿ auto suture¿ stapler with dst series¿ technology opened by the account. The instrument was received loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that the upper half of the cartridge pushers were advanced with two partially formed clips in two of the pockets. Visual inspection also noted the lower half of the cartridge was not deployed and had unformed staples remaining. Visual inspection of the back side of the cartridge noted the pushers with unformed staples were forced back. Based on the evaluation of the device it was determined the device was mishandled during clinical application. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.